Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed no screen output and was unresponsive to the sleep/wake button despite placement on a charging pad with an illuminated led, leading to elevated blood glucose, with the highest reported value of 289 mg/dl for several hours, and the user did not use backup therapy during the event. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included temporary impairment due to elevated glucose that did not require professional medical intervention or hospitalization. Investigation included customer support troubleshooting, confirmation of correct charger alignment, data sync guidance, and arrangements for device replacement with return of the original unit for evaluation. Investigation of this device revealed a device power/display malfunction related to the user interface or power-control subsystem, consistent with an unresponsive sleep/wake button and nonfunctional display while charging. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation of the returned device.